Event description:
An implanted plate broke post operative. The plate has been in the pt approximately 2 weeks.

Manufacturer narrative:
Subject device has been rec'd and is currently in the evaluation process. No conclusion is available at this time.